Manufacturer narrative:
510k: this report is for an unknown torque devices/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an unknown surgery while placing a screw at the l4 vertebral body, the surgeon was turning the handle and encountered a higher insertion torque than normal. The screw head then disengaged from the screw shank and came off. It was advised that the surgeon tap the bone prior to screw placement, however he was simply replacing a screw that had been removed at that site previously and decided against tapping. No fragments were generated. Screw shank was removed using a different screwdriver. There was a surgical delay of ten (10) minutes. There were no patient consequences. The procedure was successfully completed. This report is for one (1) unknown torque device. This is report 2 of 2 for (B)(4).